Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the battery wasn¿t functioning and hadn¿t worked for several years. Caller said that they went to the hcp office and nurse checked and said they battery wasn¿t functioning. Caller said that due to other health issues hcp didn¿t want to perform surgery. Caller said that they didn¿t know that battery wouldn¿t last very long. There were no further complications reported.